Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) and orange (lead 2-) wire in the cable connecting ECG c and ECG d. The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.